Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance for a trilogy evo device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the system leak verification test step during testing. The manufacturer's service technician replaced the device's muffler assembly to address the issue. Additional findings not related to the malfunction/issue was the manufacturer's service technician proactively replacing the air inlet foam filter and particle filter on the device. After replacing all of the parts on the device, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician confirmed the device was operational and cleaned it.